Event description:
The patient reported later that she had the trial taken out because she had an infection which was located at the site where interstim was put in. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that perioperative antibiotics were administered. Date of onset/diagnosis of infection was noted as (B)(6) 2014. The patient did not have meningitis. Signs and symptoms of infection included: redness, drainage, incisional wound opening. Primary location of the infection was the device pocket; a culture was not obtained. Treatment of the infection included oral antibiotics and total device system explant. Patient outcome was infection resolved. No drug withdrawal was noted. Patient risk factors before implantation of the device included autoimmune disorder and corticosteroid use.